Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the data points on the continuous glucose monitor graph were overlapping. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support and reported that the issue resolved itself.